Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. During the onsite inspection, the medtronic representative reported that the system's accuracy was verified. It was found that the reference frame had post damage. The part was discarded onsite and therefore not available for further analysis. A successful system checkout was performed which verified that the issue had been resolved. This report was generated from the incident filed in MDR 1723170-2017-00466.

Event description:
A medtronic representative reported that while the surgeon was performing a tracer registration with the patient prone the system was accurate. The site draped the patient and put on a sterile frame. The surgeon attempted to align the trajectory and the original burr-hole was not sufficient so the burr-hole was moved. The surgeon locked the trajectory and set the depth on the biopsy needle. When the biopsy needle was inserted it hit cerebrospinal fluid (csf) fluid. After un-draping the patient the site put on the reference frame and noticed a 1 cm inaccuracy. It was noted that the tracer pattern was focused on the predominately on the forehead. There was no impact from the csf leak to the patient. The surgeon was able to control the leak. The delay in surgery was an hour. The surgery was discontinued and the biopsy was not completed. The patient was rescheduled for a second surgery. The delay in surgery was an hour.